Event description:
It was reported that during a myomectomy procedure, the shear's jaw which includes the active blade was broken. The surgeon grabbed the tissue and suddenly the active blade was broken. The new shear was opened and the surgeon completed the surgery. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: received notification that transmission stuck in ack 2 of 3 and requested to re-submit the device was returned with the blade tip broke off and it was returned. During functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The device was disassembled and the break was located inside the tube and proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and it was returned. During functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The device was disassembled and the break was located inside the tube and proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.